Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/28/2021. Investigation summary: it was reported that, when the obstetric surgeon dr. (B)(6) used the vcp496h*1ea to suture subq layer, about when suture the tissue, this suture was broken. The breakpoint in the junction between needle and suture. Then, he used other vcp496h to complete this procedure. An empty opened foil, a paper lid, an empty winding former, a used needle and an used suture piece of product code vcp496, lot # ph2318 were received for evaluation. During the visual inspection of the sample, a used needle with marks by use of the surgical instrument and a suture piece attached to the barrel hole could be observed. The suture was observed with body fluids, a knot, and several damaged at one end, the second end was observed with a lineal cut that appears to be by use of the surgical instrument. The condition of the sample received indicates improper handling of the device. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an ob-gyn procedure in 2020, and suture was used. During the procedure, the suture got detached from the needle. There were no adverse patient consequences reported. No additional information was provided.